Manufacturer narrative:
B3: date of event: 16-feb-2024 should be added to the initial MDR. B5: corrected to: "the reporter indicated that the surgeon implanted a13.2mm vicm5_13.2 implantable collamer lens of diopter -3.0 into the patient's left eye (os) on (B)(6) 2024. Reportedly, "unexpected diffused cornea endothelial failure in a quiet non traumatic uneventful left eye icl surgery." The lens remains implanted. Reportedly, "fogginess is less. Still monitoring." The cause of the event was reported as unknown." In the initial MDR. D4: model#: vicm5 13.2mm should be added to the initial MDR. D4: serial#: (B)(6) should be added to the initial MDR. D4: expiration date: 31-aug-2026 should be added to the initial MDR. D4: UDI#: (B)(4) should be added to the initial MDR. H4: device manufacture date: 15-sep-2023 should be added to the initial MDR. H6: type of investigation: 4110 should be added to the initial MDR. H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens of unknown model and size into the patient's left eye (os) on an unknown date. Reportedly, "unexpected diffused cornea endothelial failure in a quiet non traumatic uneventful left eye icl surgery. Will continue to monitor the eye." To the best of our knowledge the lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).